Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited oversensing. Technical services (ts) noted there was a lead anomaly that caused the oversensing and tachycardia therapy was decided to be turned off. A lead revision was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.